Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a varipulsetm catheter and the patient died. The next day after the procedure, the physician reported that the patient died over night. The physician does not think it was device related but he is not completely sure what the exact reason was. The patient was in heart failure stage before the ablation and intra procedure, no problems occurred. The procedure was finished successfully. A couple of hours later, the physician saw a slight change in the ECG of the patient and did blood testing. There they saw a significantly increase in kalium (potassium). They managed to get it in a normal level but later in the day, the condition of the patient became worse and the patient died. Additional information was received on 02-dec-2024. This was the first varipulse case for the physician, probably his first pf case since he¿s a 100% carto user. During the procedure, the egs were normal. No sign of any st elevation; however, she had low blood pressure. No tamponade at all, the eco post procedure was good. After the procedure (done under propofol, midazolam and fentanyl "tbc" with ep), the patient was brought to the ward and she started having issues and EKG was reporting this. Potassium level was managed to 7.5 and the patient was doing a bit better but during the night, she passed away and they were not able to resuscitate her. It was reported that the patient had a small atrium, but they "managed to treat the patient with around 19-20 ablation max". The patient's ef (ejection fraction) was reported 40% but ep (electrophysiologist) said looking at the uls (ultrasound) that it was 20%. Five days before the procedure, the patient had potassium level low. The ep does not think that the death was related to the pf energy nor to the catheter, but he reported as probably she would have this reaction with rf as well. The physician's opinion on the cause of the adverse event was the patient condition and the cause of death (per physician opinion) was heart failure due to high potassium. Additional information was received on 03-dec-2024. Patient was a heart failure patient and had pre-existing potassium issues. The physician does not believe this is related to the use of bwi device but the patient's overall poor health. The ep does not think that the death was related to the pf energy nor to the catheter, but he reported probably she would have this reaction with rf as well additional information was received on 05-dec-2024. There were no technical issues that happened during the case. Procedure went pretty smooth, but some difficulties in manipulating the catheter were seen because the atrium was small. The electrophysiologist acknowledged that the patient was pretty sick and not really in a healthy condition. The ep was pretty sure that the advanced state of illness of the patient was probably the cause for the death. Ef was 20% during af and went up to 40% after cardioversion. Potassium level was around 3.2mmol/l before the procedure, so in proper range ( [2.4-5.1]mmol/l. After the procedure, she was brought to the ward and after 4 hours, the EKG showed some signs indicating increase of potassium. Checked, she had >7. They managed to put it down for a while and she was getting better. No sign of tamponade. During the night, the patient went into cardiac arrest with "sign of electrical activities but any mechanical contraction." Potassium reached 8. They didn¿t manage to resuscitate her. No autopsy will be performed.